Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
On 03/11/2024, it was reported by a distributor via (B)(4) that an ar-1547bc screw and an ar-1555bc screw broke. This occurred during a tendon transfer/tenodesis on (B)(6) 2024 when both screws broke while trying to insert and perform the tenodesis. A swivelock was used to complete the case. Additional information received on 3/13/2024: all broken fragments were removed from inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.